Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Regarding the allegation of fast flow, elevated temperatures can cause the pump to flow fast. The reported adverse event is related to patient condition. The scan revealed the patient having cholangitis and will require a stent. In addition, the physician confirmed that the elevated lft was not related to floxuridine.

Event description:
Intera oncology received a complaint report that on (B)(6) 2026, the pump's latest flow rate was 1.7 and the residual volume was 6ml residual. The patient had fevers in prior days and was on antibiotic due to redness and drainage at the pump infusion site. On (B)(6) 2026, the patient did not receive floxuridine. The clinic removed 11.5 cc of heparin and infused 30ml of heparin because it didn't want to irritate the liver. In addition, the clinic was worried about cholangitis. The patient complained of having nausea and abdominal pain. The patient's abdomen was distended. Tan/khaki colored stool was noted. The patient's urine color was amber. The physician put the patient on clear liquid diet. The patient's skin and eyes were jaundice. In addition, liver function test (lft) was elevated, the results were bilirubin (bili) of 7, alkaline phosphatase (alk phos) 757, alanine aminotransferase (alt) 274, and aspartate aminotransferase (ast) 144. The patient was admitted to the emergency room on (B)(6) 2026, due to the patient not eating or drinking. The patient had endoscopic retrograde cholangiopancreatography (ercp) done on (B)(6) 2026, CT done on (B)(6) 2026, and MRI done on (B)(6) 2026. The hospital did not provide us with the results. However, according to the physician, the scan revealed the patient having cholangitis and will require a stent. In addition, it was confirmed that the elevated lft was not related to floxuridine.